Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to successfully connect with the communicator. Technical services (ts) was consulted, discussed troubleshooting options, however, it was unable to be resolved. Ts recommended the patient to work with the clinic to verify rf interference. This s-ICD remains in service. No adverse patient effects were reported.